Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth.

Event description:
It was reported that within a week of implant the patient went to the hospital complaining of intense pain. There were issues with both sensing and pacing. X-ray revealed the right ventricular (rv) lead dislodged, perforated, and migrated to the pleural cavity. The rv lead was explanted and replaced. The physician felt the complication "is probably related to the patient anatomy." No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.